Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 502 mg/dl. Reportedly, the cause of the elevated bg level was unknown. The customer addressed impacted bg level with manual injections. The customer confirmed that an alternate method of insulin delivery available.